Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-6562 crystal cannula broke during a slap debridement with a biceps tenodesis procedure. The dam on the crystal cannula broke resulting in all pieces of the dam falling inside the patients joint space. This was not discovered until operating the shaver inside the joint. The pieces of the dam were noticed and all were retrieved. The case was completed successfully with no harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.